Event description:
It was reported that a large volume folfusor underinfused during infusion. The expected therapy time was 23 hours; however, it was observed that almost 50% of the medication was still present in the pump after the infusion time was completed. The device contained 8g flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the device also contained sodium chloride 0.9%. H4: the lot was manufactured between november 27, 2023 ¿ november 29, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.